Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the when the right ventricular lead was implanted and sutured down the impedance was below 200 ohms. An insulation anomaly and capture anomaly were also noted. The lead was removed and replaced.